Event description:
It was reported after using bd vacutainer® serum blood collection tubes, one (1) tube leaked blood from the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received a video for investigation, which shows blood dripping from the very top of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.